Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with vaginal hysterectomy and bilateral salpingo-oophorectomy.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation. It was reported that the patient underwent a mesh removal on (B)(6) 2012.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted concurrently with a laparoscopically assisted vaginal hysterectomy, bilateral salpingo-oophorectomy, posterior repair and urethral suspension due to endometriosis, adenomyosis and pelvic floor relaxation with urinary stress incontinence and anemia. The patient underwent anterior and posterior repair, elevate mesh, and suburethral mesh on (B)(6) 2010 due to pelvic pain, pelvic floor relaxation and urinary stress incontinence.